Manufacturer narrative:
Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observations. Concomitant product(s): product ID: fr995-21, serial/lot #: (B)(4), ubd: 14-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 4 months post implant of this 21mm aortic bioprosthetic valve (pli 10), the valve was explanted and replaced with a valve of the same size and model (pli 20). The valve was replaced due to calcification and severe regurgitation. During the replacement, pannus ingrowth was identified underneath the valve. The patient was successfully weaned from bypass after the replacement. Upon decannulation, bright red hemorrhaging was noted originating underneath the aorta. The patient was placed back on bypass and a rupture of the left main coronary artery was discovered, approximately 6-7mm beyond the re-implantation site. The patient's tissue was noted to be of poor quality. The area was surgically repaired and the patient weaned from bypass successfully. No additional adverse patient effects were reported.